Manufacturer narrative:
(B)(4). Device evaluated by MFR: the catheter was returned for analysis. Visual inspection revealed a kink in the device approximately 12mm from the distal tip in the neutral position. The kink was at ring 1. Ring 1 seal was compromised and a portion of the distal seal was lifted. The portion of the distal seal that was lifted was still attached to the device. There was dried body fluid on ring 1, the tip, and the distal sheath. Functional inspection revealed the steering knob and the tension control knob functioned properly on both lock and unlock positions. Dimensional inspection revealed the device passed both right and left curve tests. However, the device had a kink at the distal section at approximately 12mm from the tip. The distal section was dissected and a small amount of body fluid was found in the interior of the sheath. The kevlar wrap was displaced and the center support was bent. One of the steering wires was detached; there was evidence of solder on both the center support and the detached steering wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on device analysis completed on 23may2017. It was reported that one of the pull wires broke. During an ablation procedure with an intellatip mifi xp ablation catheter, there was an issue with one of the pull wires breaking. There were no patient complications. Device analysis revealed that ring 1 seal was compromised and a portion of the distal seal was lifted. The portion of the distal seal that was lifted was still attached to the device. There was dried body fluid on ring 1, the tip, and the distal sheath.